Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Clinician has responded back to us that during his operation cases, the product (B)(4) electric current are leaked at the handle. The surgeon already changed the product. All 4 products are having the same problem. So the surgeon decided to complain.

Manufacturer narrative:
(B)(4). A review of the DHR did not reveal any anomalies during the manufacturing process. These forceps performed per specification. The product was returned for evaluation. The product (4 forceps) is undergoing evaluation/functional testing. Upon completion of the investigaiton a followup report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation performed by r&d revealed: this complaint is about electrical leakage current going through the handles of the forceps. Investigation shows that product is fully functional with no defects. These are non-insulated forceps and if the user makes a contact to the patient by touching the handles it will conduct electricity form the rf generator. A review of the DHR did not reveal any anomalies during the manufacturing process. These forceps performed per specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.